Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report elevated ca 19-9 results for samples from four patients on an atellica im 1600 analyzer that were considered discordant with the repeat results. The samples were repeated on another atellica im after the quality control (qc) was out of range on the initial atellica im. The repeat results were lower. The quality control (qc) was in range on atellica im serial # (B)(4) for the repeat testing. On (B)(6), the customer recalibrated the assay on atellica im serial # (B)(4) and the quality control (qc) was in range. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained elevated ca 19-9 results for samples from four patients on an atellica im 1600 analyzer that were considered discordant with the repeat results. The samples were repeated on another atellica im after the quality control (qc) was out of range on the initial atellica im. The repeat results were lower. The initial results were reported to the physician and were not questioned. Corrected reports were issued for three of the four patients. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated ca 19-9 results.

Manufacturer narrative:
The initial MDR 1219913-2022-00326 was filed on october 03, 2022. The MDR 1219913-2022-00326 supplemental report 1 was filed on october 27, 2022. An outside of the united states (ous) customer contacted the siemens customer care center to report elevated ca 19-9 results for samples from four patients on an atellica im 1600 analyzer that were considered discordant with the repeat results. The samples were repeated on another atellica im after the quality control (qc) was out of range on the initial atellica im. The repeat results were lower. November 04, 2022 additional information: siemens requested the atellica im log files for review. Based on a review of the log files the wash ring air temperature impacted the initial results generated on atellica im s/n (B)(6) but did not impact the repeat results on atellica im s/n irh006221935. The 4 patient samples that were originally tested on 2022/09/26 with atellica im s/n (B)(6)using ca 19-9 kit lot 508 were generated with two different pack calibrations from 2022/09/25. When the 2 pack calibrations were performed the wash ring air temperature was at 40°c and when qc was tested the wash ring air temperature was also at 40°c so qc recovered normally. Around 9am on 2022/09/26 the wash ring air temperature changed to 35°c so from that time on qc and samples that used the 2 pack calibrations recovered higher than normal. The repeat results were not impacted by wash ring air temperature, they were lower than the original results. The bias with some of the qc and samples exceed the bias caused by the change in wash ring air temperature. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
The initial MDR 1219913-2022-00326 was filed on october 03, 2022. An outside of the united states (ous) customer contacted the siemens customer care center to report elevated ca 19-9 results for samples from four patients on an atellica im 1600 analyzer that were considered discordant with the repeat results. The samples were repeated on another atellica im after the quality control (qc) was out of range on the initial atellica im. The repeat results were lower. October 03, 2022 correction: this is a correction to sections b5 and b6 of the initial MDR. Section b5 stated "corrected reports were issued for three of the four patients." The correct statement is "corrected reports were issued for one of the four patients." Section b5 stated "corrected reports were issued for sample ids (B)(6)." The correct statement is " a corrected report was issued for sample ID (B)(6). October 05, 2022 additional information: the instrument was not serviced by a third party. Section d8 was updated with the information. The telephone number (B)(6) for the customer was provided. Section e1 was updated with the information. Siemens requested the atellica im log files for review. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
The initial MDR 1219913-2022-00326 was filed on october 03, 2022. The MDR 1219913-2022-00326 supplemental report 1 was filed on october 27, 2022. The MDR 1219913-2022-00326 supplemental report 2 was filed on november 28, 2022. An outside of the united states (ous) customer contacted the siemens customer care center to report elevated ca 19-9 results for samples from four patients on an atellica im 1600 analyzer that were considered discordant with the repeat results. The samples were repeated on another atellica im after the quality control (qc) was out of range on the initial atellica im. The repeat results were lower. February 09, 2023 additional information: based on internal testing, the impact of the wash ring air temperature would not be the sole cause of the bias for the samples and qc as internal testing showed less than a 20% bias for samples > 20 u/ml. Siemens is unable to find an additional cause of bias and it is possible the additional difference between individual results was a function of precision and not a specific bias. No further evaluation of the device is required.